Manufacturer narrative:
Per manufacturer's subsidiary, the user facility tried calibrating five or six times but still could not perform calibration and a strange creaking noise was heard.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, a 'service oxygen (o2) sensor' message was displayed. As a result, an alternative device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory evaluation, the product surveillance technician (pst) could not verify the reported complaint. The electronic patient gas system passed calibration three times and passed verification/release testing.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
81 evaluation is in progress, but not yet concluded.

Manufacturer narrative:
The service repair technician could not duplicate the reported complaint. No 'service o2 sensor' message was observed. The electronic patient gas system powered on, calibrated three times successfully and passed verification and release testing. The unit operated to the manufacturer's specifications. Per the data log review, on (B)(6) 2020, each time calibration was attempted the gas system reported a 'flow motor/mechanical fault' (flow out of range 0.2 liters/min), causing the calibration to fail as reported. The log review confirms the complaint.